Manufacturer narrative:
The event of drainage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: drainage. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side implant "leak breast fluid through the scar" 17 days following implant. A "repair" surgery was performed in which "physician opened the pocket, removed the implant, sterilized it, autoclaved it and re-implanted the material." Leak reoccurred a "few days" later. The device has been explanted.